Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight.

Event description:
It was reported that the patient experienced an infection. The location is unknown. As a result, the scs system was explanted. No representative was present during the explant. The patient was given treatment to address the issue.

Manufacturer narrative:
An event of infection was reported to abbott. The entire system was explanted; however, no explanted products were returned for analysis. The patient was given treatment to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.